Manufacturer narrative:
The reported unit was returned on 09/01/2016 and is pending evaluation.

Event description:
It was reported that after shutting off the unit it was still oscillating. No patient involvement or injury was reported.

Manufacturer narrative:
The unit was tested per documents 170186 rev. 8 and 150094 rev. 7, when the gas supply was turned on the unit started to cycle and could not be shut off. The complaint is verified. Evaluation: the master valve could not be shut off when turned, testing was completed all other functions were found to be within specification. Root cause: the master knob can be hard to turn causing strain on the set screw in the coupling assembly, over time the set screw has worked loose and is slipping on the shaft. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.